Event description:
The laser fiber broke immediately upon firing of the laser. Fiber was in patient at time of firing. Note: fiber break was in scope and not patient based on the location.

Manufacturer narrative:
The root cause of this complaint would be caused by the user handling of the fiber during the procedure. The fiber was broken at the scope and not in the patient as previously explained by the site. The breakage was at the scope, and there was no reported injuries or potential for injuries.